Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9330627, medical device expiration date: 2021-11-30, device manufacture date: 2020-01-09, medical device lot #: 9352884, medical device expiration date: 2021-12-31, device manufacture date: 2020-01-15, medical device lot #: 0021327, medical device expiration date: 2022-01-31, device manufacture date: 2020-02-27". A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was poor sleeve function with three lots of bd vacutainer® flashback blood collection needle. This occurred on 10 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the fbn, it found that 10 ea fbn was blood leaked at sleeve.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 11 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through a corrective and preventive action (CAPA#: 1800001). H3 other text.

Event description:
It was reported that there was poor sleeve function with three lots of bd vacutainer® flashback blood collection needle. This occurred on 10 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: when using the fbn, it found that 10ea fbn was blood leaked at sleeve.